Event description:
The customer reported, the system displayed an error message. Initial info noted a case was cancelled. Further info from the customer noted, the pt was rescheduled for more laser treatment. The pt is stable.

Manufacturer narrative:
The customer service rep examined the system and found unstable power. The laser engine was replaced and sent in house for evaluation. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/19/2007.